Event description:
It was reported that the ICD was explanted because it would not communicate, due to implant of a left ventricular assist device (lvad) in early 2008.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The device's functionality was tested and all device functions were normal.